Event description:
It was reported that the patient experienced an increased heart rate and near syncope, and the device did not deliver a therapy shock. The patient also voiced his frustration with the device settings. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.